Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #14 has a fractured screw. Clinician seeking clinical guidance and part verification for a restorative complication involving a zimmer biomet tsv (4.7mm platform) implant at the #14. The patient¿s screw-retained crown came off and patient still has it. The remaining screw shank is fractured inside the implant body. Currently, the implant is completely submerged under soft tissue (the crown has been out for 6 months), and there is no healing abutment in place. The patient is scheduled to return for surgical uncovery and a new impression. Needs screw removal kit.